Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated by tech services. The baton was scrapped and a replacement sent to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a ranger video baton 3-4, they had gotten an image on their monitor with green lines and then a blank screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.